Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2001 and (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence neuromuscular problems and vaginal scarring. It was reported that patient underwent on (B)(6) 2005 an contigen implant for sui, on (B)(6) 2008 mesh explants due to erosion, on (B)(6) 2009 an transurethral resection of bladder lesion, (B)(6) 2009 bladder electronic stimulator implant stage 2 for sui and on (B)(6) 2012 mesh explants due to bladder outlet obstruction. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/02/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.